Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. It was reported that the pump stopped while utilizing the aic. The device was replaced with another aic and the procedure was successful. The procedural outcome is patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: the date of patient death is unknown the device was returned for evaluation. Console logs from the reported day of event are consistent with complaint and show that after that after the pump was connected to the console, it stopped immediately after start, and the console issued alarm ¿impella stopped¿. Few restart attempts were made (that also involved disconnecting the pump and then reconnecting) and were all unsuccessful. Logs from the backup console confirmed that the same pump was successfully started and the support continued. Device analysis the issue was reproduced, and neither pump simulator or an engineering pump was able to start. After temporarily replacing the impellatronic board with a known-good one, the issue was resolved, and console operated within specification. This report is being filed as part of a retrospective review of historical records.